Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional percutaneous left coronary artery procedure. Reportedly, resistance was felt during device insertion. The suture did not come out with the proglide plunger. The lever was closed and the foot closed. The proglide device was pulled slightly. The sheath of the proglide device and the vessel wall got stuck. A balloon catheter was inserted contralaterally and the balloon was used to occlude the artery while the proglide device was removed using a surgical cutdown. Hemostasis was achieved surgically. Hospitalization was extended due to the surgery to remove the proglide device. There was a clinically significant delay in the procedure due to the cutdown procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture did not come out with the plunger was confirmed as a cuff miss was observed. The reported difficult to insert and difficult to remove could not be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.